Event description:
The pulsar-18 stent system was chosen for the treatment of an severely calcified lesion in the superficial femoral artery. During the procedure, it was not possible to release the stent. Eventually, the stent system was removed from the patient's body.